Event description:
The manufacturer received information alleging a trilogy o2 "ventilator service required" and "check circuit " alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The occurrence of error code e-344 (low flow) was recorded in the event log. It was determined that a malfunction of the system oxygen blender pca was the cause of the event. The device's oxygen blender pca needs to be replaced to address the issue, but the service life will reach its end in (B)(6) 2024. Therefore, the device will not be repaired, and the defective part will be sent to the manufacturer for further review afterwards.